Manufacturer narrative:
Concomitant medical products: product: mc1vr01us-delsys, serial no. (B)(4), implanted: (B)(6) 2020. Other relevant device(s) are: micra, model #: mc1vr01us / expiration date:-28-04-2021/ serial#: (B)(4), UDI #: (B)(4). Device available for eval: no. Mfg date: 30-oct-2019. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant the tines of the leadless implantable pulse generator (ipg) advanced forwarded and could be ob served in the cone. The tether was unlocked and adjusted and the ipg was then successfully implanted. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.